Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, one balloon would not inflate, and a second balloon broke. There were pieces of the device that fell into the patient cavity and were retrieved. There was no reported patient injury or adverse event.